Manufacturer narrative:
Per customer, prior service visit had worked on the module and the system was resumed and customer cancelled service call for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high creatinine (cre) results generated by the unicel dxc 800 pro synchron chemistry analyzer. On (B)(6) 2010, the system generated a false high crem result of 2.66mg/dl. On (B)(6) 2010, another sample from the same patient was run on another instrument and the result was 0.7mg/dl. The customer noticed the difference from delta check and repeated the sample on a different instrument and the result was 0.74mg/dl. The customer ran the sample back on the original instrument and confirmed the result of 0.74mg/dl. There was no change to patient treatment attributed to or connected with this event.